Event description:
A fifty six year old male, underwent peripheral angiography with angioplasty and stenting of left femoral and popliteal segments in 2008 for critical left limb ischemia to left lower extremity. Procedure successful, but it was noted at the end of the procedure, the non-kinking sheath fractured as it was being removed over a guidewire. Attempts to remove the sheath were unsuccessful and a vascular surgeon was consulted and performed an exploration of femoral arteries bilaterally and retrieval of catheter fragments along with endarterectomy and patching of the left femoral artery. Patient progressed and was discharged on four days later.